Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was in the 109 - 111 mg/dl range at time of report. The customer successfully loaded a new cartridge and resumed insulin delivery, and also indicated that insulin pen supplies were available.